Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (service code 204, damaged connector) have been confirmed. Upon investigation the electrode belt would not communicate with a monitor. The cause for the failure was isolated to an intermittently open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was causing a service code 204 (belt/monitor unusable) and had a damaged connector.